Manufacturer narrative:
(B)(4). The complainant indicated that the device will be serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report for the auriga xl 4007 console, MFR report # 3005099803-2021-02121 for the lighttrail single use laser fiber and MFR report # 3005099803-2021-02123 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and two lighttrail single use laser fibers were used in an enucleation procedure performed on (B)(6) 2021. During the procedure, the first laser fiber was burnt, degraded, and the laser console alerted 1103 - fiber identification failed. The fiber was replaced with another lighttrail single use laser fiber and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of three devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2021-02120 for the auriga xl 4007 console, MFR report # 3005099803-2021-02121 for the lighttrail single use laser fiber and MFR report # 3005099803-2021-02123 for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2021, that an auriga xl 4007 laser console and two lighttrail single use laser fibers were used in an enucleation procedure performed on (B)(6) 2021. During the procedure, the first laser fiber was burnt, degraded, and the laser console alerted 1103 - fiber identification failed. The fiber was replaced with another lighttrail single use laser fiber and the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/canceled procedure. Block h10: investigation results service was performed on the auriga xl 4007 and error code 1103-laser fiber identification failed was confirmed. The fiber ID assembly was replaced. The focus lens was also found damaged and replaced. This resolved the reported problem and the console passed functional testing. The fiber ID assembly and and focus lens of the auriga xl 4007 console were returned for analysis. A visual evaluation noted that the fiber ID assembly was in overall good physical condition and there was found a small burnt mark in the center of the focus lens. No other problems with the returned beam source were noted. The reported message - fiber and focus lens damaged/defective complaints were confirmed. The reason for the error code 1103 is most probably an electrical fault with the fiber ID circuit. The burn on the focus lens was most likely due to some dust had landed on the focus lens' surface. Then when the laser is fired, it burnt the dust, damaging the surface of the lens. This will impede the transmission of laser energy to the fiber. It can be concluded that an electrical fault to the fiber ID circuit and physical damage to the lens were the most probable cause of the complaints. Based on all available information, the most probable cause was determine to be cause traced to component failure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (dfu) / product label.